Event description:
It was reported by service report that the bed had no electronic functions of its motors after manual CPR release was used. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler set screw out of adjustment. Set screw readjusted.